Manufacturer narrative:
Approximate age of device- 2 years, 9 months. Manufacturer's investigation conclusion: the evaluation of the returned portion of driveline confirmed damage that could have contributed to the reported events. The submitted log file contained data from (B)(6) 2019. The file captured power elevations, as well as low speed events while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these findings on could be indicative of driveline damage. A distal end driveline repair was performed by a technical services representative on (B)(4) 2019 and approximately 16 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed no discontinuities or shorts. Visual inspection of the outer silicone jacket revealed a cut approximately 2-4 inches from the metal connector, exposing the bionate layer. No damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, severe breakdown of the metal braided shield was observed adjacent to the metal connector. Visual inspection of the wires confirmed a breach to the insulation of the black wire adjacent to the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the low speed advisory events that were confirmed through the submitted log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to shortness of breath and being dizzy. The clinician team noted power spikes since (B)(6) 2019 and pump speed slowing down intermittently during the device interrogation. The patient had congestive heart failure symptoms and fluid overload. The manufacturer's technical service representative reviewed the log file and observed low flow events as low as 3040 rpm. These events could be indicative of driveline damage. The patient denied any truama to the driveline. X-ray was provided and showed areas of interest that may have caused low flow hazard. Driveline repair was performed on (B)(6) 2019 and no further issues were observed after the patient was back on the grounded patient cable.